Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Review of x-ray images confirmed the reported dislocation and humeral fracture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature received entitled: "the effect of proximal humeral bone loss on revision reverse total shoulder arthroplasty". Update 20 aug 2019. ¿the effect of proximal humeral bone loss on revision reverse total shoulder arthroplasty¿ was reviewed for MDR reportability. The study followed 32 patients revised to a reverse total shoulder arthroplasty. Of the 32 patients, 16 had pre-revision humeral bone loss. The average follow-up occurred 51.2 months after revision. Each patient underwent a single-stage conversion to a delta xtend reverse shoulder system. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: hematoma; dislocation; humeral bone fracture; temporary nerve palsy; instability; humeral stem loosening, migration, and subsidence; fall; acromion fracture; pain; discomfort.